Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004, patient underwent following procedure: transforaminal posterior interbody fusion l4-5, l5-s1, posterior spinal fusion l4-5, l5-s1, 360 degree fusion l4-5, l5-s1, pedicle instrumentation l4. L5, s1, bilateral. Cage instrumentation l4-5, l5-s1, utilization of bmp and local retrievable autologous bone l4-5, l5-s1; for pre-op diagnosis of: herniated nucleus polposus l4-5, l5-s1, spinal stenosis l4-5, l5-s1, degenerative disc disease l4-5, l5-s2. A perop-notes: "..resection of annulus, nucleus polposus, decorticating the end plates, opening distraction, holding it open distraction at l4-5, l5-s1, was accomplished. Once this was achieved, then bmp and cancellous autologous bone was placed in the intradisccal space anteriorly at l4-5, l5-s1, and then a 25 x 11mm peek cage filled with cancellous autologous bone and bmp was placed in the intradiscal space at the mid third of the intradiscal third at l4-5 and l5-s1.. Placement of cancellous autologous bone and bmp on the decorticated medial aspect of the transverse processes of l4-5 and l5-s1 was accomplished, for completing of the posterior fusion.. No complications were reported.."

Event description:
It was reported that on (B)(6)-2004, the patient underwent an l4-5 and l5-s1 transforaminal posterior interbody spinal fusion using rhbmp-2/acs. Imaging studies reportedly indicated that the patient developed uncontrolled bone growth and resulting nerve compression at the site of implant. The patient developed pain, radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.